Event description:
It was reported that high lead impedance readings were obtained during a generator revision surgery. The high lead impedance readings were not resolved when the generator was replaced. Good faith attempts to obtain additional information from the physician have been unsuccessful to date. The explanted lead was returned to the manufacturer for analysis, however, device evaluation has not been completed.